Manufacturer narrative:
Pump received with button error alarm due to moisture damage keypad traces. Pump received with minor scratched display window, cracked display window corners, broken belt clip slot, cracked reservoir tube lip.

Event description:
It was reported that the customer had high blood glucose levels of 394 mg/dl. The customer reported a button error alarm from the insulin pump. The customer reported having low blood glucose levels earlier in the day but ate to bring it up. The customer had low blood glucose levels of 50 mg/dl prior to the high blood glucose levels. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.